Event description:
Boston scientific received information that this pacemaker was device being used as a temporary pacemaker in a pacing dependent patient. When the is-1 lead was connected to the ventricular port and programmed voo, no pacing occurred. Then placed in the atrial port and programmed aoo, and got pacing. This device has been resterilized and used over and over again. Boston scientific technical services (ts) informed them these devices are not designed to be resterilized and reused so cannot guarantee how device will operate as evidenced in this situation. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.